Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that arctic gel pad (item: 318-02, lot: ngju933) had a leaking issue while in use on a patient. Requested the correct steps to follow to ensure that they replace the faulty pad and prevent that from happening in the future.

Manufacturer narrative:
The reported event was inconclusive because this investigation did not result in any additional findings and no sample was available for evaluation. The DHR review could not be completed because the provided lot number was invalid. The labeling was reviewed and is found to be adequate. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that arctic gel pad (item 318-02 lot ngju933) had a leaking issue while in use on a patient. Requested the correct steps to follow to ensure that they replace the faulty pad and prevent that from happening in the future.